Event description:
Additional information was received that the pacing threshold had increased. A revision surgery was performed and the rv lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that large fluctuations in pacing impedance were observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). None of the measurements were out of range and all other measurements remained stable. An rv lead fracture was suspected but could not be confirmed via x-ray. This ICD remains in service at this time. No adverse patient effects were reported.